Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a diseased celiac trunk and anastomotic aneurysm located at the level of the celiac artery. Aneurysm and vessel morphology at the time of implant were reported as the proximal neck diameter is 23.8mm and 20.5mm in length. It was reported that during the index procedure, the delivery system was unable to be pulled out of the (18 french sheath other manufacturer¿s device). The physician removed the entire sheath with the delivery system and replaced it with another sheath. The nose cone portion would not exit the valve. There were no difficulties inserting the delivery catheter. The device had a kink in mid graft cover; however, the kink did not appear to cause a problem on the way out. The kink was noticed after deployment of the stent graft and after the device was partially removed from the sheath. There were no issues deploying the stent graft. There were no injuries to the patient and the stent graft was implanted at the intended landing zone. No clinical sequelae were reported and the patient is doing fine. Review of returned films pre-implant showed that the patient had a 2cm x 3cm out-pouching of the aorta at the level of the celiac artery. The abdominal aortic diameter was 10 - 15mm and not aneurysmal, and the aorta <(>&<)> iliacs were straight. Images during implant were not provided. The cause of the device getting stuck into the sheath could not be determined from these images.

Manufacturer narrative:
(B)(4). Evaluation, results: related to another drug/device; unapproved use of device: not treating a aaa; lack of information (cause is unknown). Evaluation, conclusion: another device caused failure; off label-unapproved or contraindicated use of device: not treating a aaa; lack of information (cause is unknown).